Event description:
The user facility reported via medwatch # (B)(4) that while a patient was secured on the table, the facility unlocked the table in order to reposition it into a surgical position. Upon attempting to relock the table, the facility found the table would not lock. The facility replaced the table¿s electric cord and plugged the new cord into several different outlets in an attempt to lock the table; however, the table would not lock. The patient was transferred to another or table where the facility began the intended surgical procedure. No procedural delays/cancellations or injuries were reported.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician arrived at the facility and determined the table had been repaired by the facility's biomed department. The technician performed a full evaluation of the table and found the table responded correctly to all commands; the reported event could not be duplicated. The root cause of the reported failure could not be determined due to the repairs performed by the user facility prior to the steris technician's arrival. While on site, the technician observed the facility had the table's power cord plugged into several extension cords which was then plugged into a ceiling outlet. The technician discussed this issue with the facility's biomed and stated the facility is in the process of eliminating the need for multiple extension cords. In medwatch #(B)(4), the facility reports that while a patient was secured on the table, they unlocked the table in order to reposition it into a surgical position. The 3085sp operator manual (1-1) states, "warning -tipping hazard: do not release floor locks while patient is on table." The technician discussed this safety concern with the facility's biomed who stated they would retrain the nursing staff on proper use and operation of the table. The table was shipped to the user facility on february 11, 2003 and is not under a steris service contract. The user facility's biomed department is responsible for all maintenance of the table as well as ensuring that preventive maintenance is performed at the appropriate intervals. Steris was unable to determine if proper preventive maintenance was performed as the facility did not provide service records for the table. The table has since been returned to service with no further issues reported.